Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The helium leak was over 35 psi in minutes and was isolated to the hospital cart. All the fittings on the hospital cart were checked and tightened. The helium leak was then within specification. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Extra washers were given to the hospital staff.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak after not using the device. There was no patient involvement, thus no adverse event was reported.